Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that any of the ethicon products involved (monocryl & vicryl suture) caused and/or contributed to the post-operative complications: wound infections, surgical site infections hematuria, urinary leakage, urosepsis, described in the article? Does the surgeon believe there was any deficiency with any of the ethicon products (monocryl & vicryl suture) used in this procedure? If so, please provide details. Which specific ethicon products (monocryl & vicryl suture) have been used during the procedures (product code, lot number)? Patient demographics? The single complaint was reported with multiple events. There are no additional details regarding the additional events. No product available for return. Citation: j. Clin. Med. 2023, 12, 2538; https://doi.org/10.3390/jcm12072538. Note: events reported on mw# 2210968-2024-03691. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: robotic versus open pyeloplasty: perioperative and functional outcomes this reports on an observational study comparing robot-assisted laparoscopic pyeloplasty versus open pyeloplasty regarding perioperative and functional outcomes and costs in a contemporary series of adult patients operated on at urological referral center. Between january 2012 to january 2022, 91 patients suffering from ureteropelvic junction obstruction were included in the study. There were 48 patients who underwent open pyeloplasty which consisted of 25 males and 23 females with a mean age of 49.7+/- 17.5 years and a mean bmi of 25.5 +/- 4.6 kg/m2. There were 43 patients who underwent robot-assisted laparoscopic pyeloplasty which consisted of 16 males and 27 females with a mean age of 44 +/- 19.3 years and a mean bmi of 25.7 +/-2.9 kg/m2. For the open pyeloplasty procedure, all patients underwent a lumbar incision at the 11th or 12th rib and the renal pelvis was dissected just above the ureteropelvic junction. The ureteropelvic anastomosis was then performed with an interrupted 4-0 vicryl suture (ethicon). A double-j 6 ch ureteral stent with the distal end in the bladder was inserted in an anterograde way using a guidewire after completion of the posterior side of the anastomosis. Finally, a double laminar drain was placed in situ for 3 days. For the robot-assisted laparoscopic pyeloplasty procedure, after docking the robot, the retroperitoneum access was performed and the lower renal pole was exposed with the renal pelvis and the proximal ureter. The pelvis was incised just above the ureteropelvic junction, and the ureter spatulated on its lateral side. Next, the pyeloplasty was performed with 2 running monocryl violet 4-0 (ethicon) sutures. After completing the posterior suture, a double-j 6 ch ureteral stent was inserted using a guidewire. A drain was left in situ for 3 days. Reported complications included wound infections (n=4), surgical site infections (n=6), hematuria (n=2), urinary leakage (n=3), and urosepsis (n=2). In conclusion, robot-assisted laparoscopic pyeloplasty resulted in a similar success rate to open pyeloplasty, with a statistically significant lower intraoperative blood loss and early postoperative complication rate. Moreover, robot-assisted laparoscopic pyeloplasty entails improved cosmetic results, appearing to be a safe, effective, and minimally invasive treatment for ureteropelvic junction obstruction. The budget gap between robotic and open surgery is mainly related to the cost of the robotic equipment. However, this cost gap will narrow with the introduction of last generation and less expensive robotic platforms.